Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient came with an aortic dissection. The baseline of the device was left 72 and right 57. The surgery took several hours, they brought the patient to the ICU, but the patient died a few hours later. It was also indicated that before and after the procedure, the device did work correctly. It is unknown at this time if the device caused or contributed to the event.